Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-09216 and 2134265-2015-09359. It was reported that automatic pullback failure occurred. During preparation for a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled. However, it was noted that the motor drive did not perform automatic pullback. The physician then put the motor drive from one of the other intravenous ultrasound (ivus) device and it worked properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.